Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple, intermittent issues with bolus delivery of the pump. Reportedly, the pump displayed a "delivery stopped" message while the customer attempted to bolus after eating meals. The contact reported that the pump only delivered 3-4 units of insulin before it stopped. For the first occurrence, the customer changed infusion set to see if the infusion set could have been the potential cause. However, the issue recurred. There was no known impact to the customer's blood glucose. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.